Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found a malfunction of the coupler. Based on the results of the investigation, a probable root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had scratches on the lens. The reported malfunction occurred during an unspecified procedure. The procedure was completed using a similar device. There were no reports of patient injury or medical intervention associated with this event.